Event description:
It was reported that the guidewire became stuck in the catheter and could not be removed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)